Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the left forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, pressure was applied at 4 atmospheres for 30 seconds but it did not increase. The device was removed without problem and a balloon ruptured in the shape of a pinhole at the blade tip was noted. The procedure was completed with another of the same device. No patient complications were reported and patient was in good condition post procedure.